Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and a prolapsed posterior. A steerable guide catheter (sgc) was inserted into the left atrium and it was noted that the sgc was unable to curve. Therefore, the device was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported positioning failure associated with inability to curve the distal tip. Additionally, it was observed that the ¿+¿ cable was broken proximal to the skive area. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the observed ¿+¿ cable break resulting in positioning failure associated with inability to curve the distal tip may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.